Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos board and reloaded software and calibration files. System operates as intended.

Event description:
Customer reported the system displayed a communication failed error and would not boot up. No pt injury was reported.